Event description:
An alarm issue was reported with the adc device in use with a samsung 13 phone with an android operating system version 2.10.110406. The customer received a signal loss alarm and therefore low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer required third-party treatment of dextrose and juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss and missing alarm notifications. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy a52 (android 13, 2.10.1.10406) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung 13 phone with an android operating system version 2.10.110406. The customer received a signal loss alarm and therefore low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer required third-party treatment of dextrose and juice. There was no report of death or permanent impairment associated with this event.